Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support, and additional information could not be obtained.